Event description:
Reporter stated that non-diabetic spouse's blood glucose was tested, using the suspect device, with results of 251 mg/dl and 99 mg/dl (back-to-back tests). Reporter indicated that no action was taken based on the device results. No injury was reported and no treatment was rec'd. A level-one qc test was reportedly performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.